Event description:
An infusion pump with 570:320:844:0000. Information was not provided regarding whether or not the device was in patient use when the event occurred. No record of any patient incident iinvolving pump no patient injury had been reported.